Event description:
It was initially reported one of the four wires of this stone retrieval basket broke at the distal tip while being used in conjuction with a laser during a therpeutic urological stone retrieval procedure. A device was used prior to this basket which also resulted in a break of the distal wire. There were no patient complications involved and the procedure was successfully completed with another manufacturer's device. However, based on the engineering evaluation, the break was noted to have occurred in the middle of the basket wire.